Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-00342, 3006705815-2021-00343. It was reported that patient experienced ineffective therapy. Diagnostics indicated high impedances on one of the leads. X-rays showed that the lead had migrated. Surgical intervention may be pending to address the issue. It is not known which lead is liable, so all leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional information: health effect - impact code 4629 and medical device problem code 3023 added for each lead. Patient weight updated.

Event description:
Additional information was received that surgical intervention took place wherein both leads were explanted and replaced to address the issue. It was confirmed that only 1 lead had migrated and the other one was not providing relief. It is not known which lead is liable for what issue, so all leads are being reported.